Event description:
It was reported that a patient underwent a repeat low transverse cesarean section, bilateral tubal procedure in 2009. Two days later, the patient was up to bathroom for a shower and noted an audible "popping" sound at which time the incision opened. The fascial suture was broken and resulted in unraveling and the wound re-opening. The suture appeared to have broken at the right corner where the knot was in place. The knot was resting separately from the suture. The patient was brought back to surgery to be resutured. The patient was discharged three days later in stable condition with routine follow-up care.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.